Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), salpingitis ('inflammatory disorders of the fallopian tube') and ovarian cyst ruptured ('"other" please describe:ruptured ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight: 180 lbs. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression"), amnesia ("neurological conditions or problems type:memory loss"), feeling abnormal ("neurological conditions or problems type: brain fog"), arthralgia ("pain: joint/ hip") and back pain ("back pain"). In (B)(6) 2018, the patient was found to have weight increased ("other injuries/symptoms:weight gain") and thyroid function test abnormal ("thyroid levels were elevated"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"). The patient was treated with ketorolac tromethamine (toradol) and surgery (hysterectomy (full)/ total hysterectomy (uterus and cervix removed) ¿ left ovary was left intact). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, arthralgia and back pain had resolved and the salpingitis, ovarian cyst ruptured, menorrhagia, depression, weight increased, amnesia, thyroid function test abnormal and feeling abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, depression, dyspareunia, feeling abnormal, menorrhagia, ovarian cyst ruptured, pelvic pain, salpingitis, thyroid function test abnormal and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, chronic pain, menorrhagia,weight gain, neuro condition/problem,ruptured ovarian cyst. Thyroid problems. Discrepancy: previously added date of insertion was (B)(6) 2015. In current pfs date of insertion (B)(6) 2015 and previously added date of removal was (B)(6) 2018. In current pfs date of removal (B)(6) 2018. (B)(6) 2018: surgical pathology report: 102 gram uterus. Proliferative endometrium, no evidence of hyperplasia or malignancy identified. Focal adenomyosis. Mild to moderate active chronic cervicitis with squamous metaplasia and cystic endocervical glands. Cystic corpus albicantia and cystic corporus luteum measuring up to 1.4 cm, right ovary. Left fallopian tube with intact essure coil and multiple paratubal cyst that measure up to 0.9 cm. Specimen description. Uterus, cervix, right sand 0, left tube with essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, menorrhagia, ruptured cyst, abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: medical record received. Event" salpingitis was added. Essure removal date was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and ovarian cyst ruptured ('"other" please describe:ruptured ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), nervous system disorder ("other injuries/symptoms:nuero condition/problem") and thyroid disorder (""other" please describe:thyroid problems") and was found to have weight increased ("other injuries/symptoms:weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the ovarian cyst ruptured, menorrhagia, psychological trauma, weight increased, nervous system disorder and thyroid disorder outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, nervous system disorder, ovarian cyst ruptured, pelvic pain, psychological trauma, thyroid disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, chronic pain, menorrhagia,weight gain, nuero condition/problem,ruptured ovarian cyst. Thyroid problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2018: essure confirmation test(s); (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dyspareunia, abdominal pain, menorrhagia, psych injury, weight gain, nuero condition/problem, ruptured ovarian cyst, thyroid problems were added. Lab data, reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and ovarian cyst ruptured ('"other" please describe:ruptured ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight: 180 lbs. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression"), amnesia ("neurological conditions or problems type:memory loss"), feeling abnormal ("neurological conditions or problems type: brain fog"), arthralgia ("pain: joint/ hip") and back pain ("back pain"). In (B)(6) 2018, the patient was found to have weight increased ("other injuries/symptoms:weight gain") and thyroid function test abnormal ("tyroid levels were elevated"). On an unknown date, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"). The patient was treated with ketorolac tromethamine (toradol) and surgery (hysterectomy (full)/ total hysterectomy (uterus and cervix removed) ¿ left ovary was left intact). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, arthralgia and back pain had resolved and the ovarian cyst ruptured, menorrhagia, depression, weight increased, amnesia, thyroid function test abnormal and feeling abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, depression, dyspareunia, feeling abnormal, menorrhagia, ovarian cyst ruptured, pelvic pain, thyroid function test abnormal and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, chronic pain, menorrhagia,weight gain, nuero condition/problem,ruptured ovarian cyst. Thyroid problems. Discrepancy: previously added date of insertion was (B)(6) 2015. In current pfs date of insertion (B)(6) 2015 and previously added date of removal was (B)(6) 2018. In current pfs date of removal (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, menorrhagia, ruptured cyst, abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-sep-2019: pfs and mr was received. Previously added neurological conditions or problems was updated with memory loss, brain fog and psychological or psychiatric problems updated with depression, thyroid problem updated with thyroid levels were elevated, joint pain, back pain, ruptured cyst were added. Date of insertion and date of removal was updated. New reporters were added. Patient demographic was added. Treatment drug was added. Event onset dates were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.